Event description:
The customer reported 20 milliliters of liquid leaked from the baths. The leak was contained within the ac*t diff 2 system. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the waste pump was defective and not allowing chambers to drain completely. Fse replaced the defective waste pump along with the waste filter. This resolved the issue.